Manufacturer narrative:
(B)(4). Evaluation summary: the cause was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown set was observed to have holes. The malfunction was observed during priming. It is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial reporter: address: (B)(6).the sample was received for evaluation. A visual inspection and leak testing identified a hole in the tubing 1/4 of an inch below the drip chamber. If additional relevant information is obtained, then a follow-up MDR will be submitted.